Manufacturer narrative:
Pending investigation. D10: (B)(6) 130-32-53 - crown cup inlay neutral gr.3,32mm. (B)(6) 180-01-56 - crown cup,cluster-hole gr.56.

Event description:
On (B)(6) 2019, the patient had a hip prosthesis cup implanted. During the course of the procedure, the stem became loose and sintered, which is why a stem replacement operation was carried out on (B)(6) 2020, during which the cup inlay was also replaced.

Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.